Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were no report. It was reported that a type 1 endoleak has developed at the proximal aortic cuff region due to increasing size in the aortic neck. This was picked up with a routine follow-up CT scan and studied with angiography as well as CT scan. The aortic neck was reported to be short (1.2 cm). It was decided to proceed with repair of the endoleak. First a 3.9 cm cook cuff was implanted and ballooned. Then an amplaz stent was used for fixation and this was deployed above the renal arteries. This area required reinforcement; therefore, a second palmaz stent was implanted. A completion angiogram demonstrated both renal arteries were patent, and there was no evidence of an endoleak. Then an endarterectomy procedure was performed to remove plaque from the common femoral artery. Prior to closure good prograde bleeding and retrograde bleeding from the femoral arteries was noted. The patient tolerated the procedure well with no operative complications and was sent to the recovery room in stable condition. Add'l info received documented that 2 weeks after the procedure, there was a small type 2 or type 3 endoleak near the right renal artery and a persistent type 1 endoleak at the right common iliac artery with no change in the aneurysm size.